Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report #3006705815-2019-00013. It was reported the patient has been receiving ineffective stimulation and inadequate coverage. X-rays were taken and both of the patient's leads were found to have migrated. The patient plans to undergo surgical intervention on a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2019-00013. It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019, during which the patient's leads were repositioned. Therapy was restored. Surgical intervention addressed the issue.